Event description:
It was reported that the customer encountered a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer performed their own pump reset, and after consulting with technical support, successfully started a sensor session without further issues.